Manufacturer narrative:
The patient¿s date of birth was reported as an unreported date and month in 1977. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. Eighteen days after the event onset, the antibiotics were discontinued and the patient had recovered from the event. No additional information is available.